Event description:
It was reported that during an unknown procedure solid tone with error code 5 and the titanium tip was broken during the re-pre-run test. Changed to a new device to complete the procedure. No adverse event on the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.